Event description:
User facility reported that a white foreign material was found in the acist automated manifold kit, model bt2000, lot 27414e. The material was 3 mm in size, located in the low pressure peristaltic tubing near the saline spike. The kit was not used by the facility. The foreign material was sent to a third-party vendor for further analysis. A follow-up report will be submitted when an analysis and investigation has been completed on this disposable kit.